Event description:
The reporter indicated that a 13.2 vicm513.2 implantable collamer lens with a -8.5 diopter was crimped in the injector. There was no patient contact, and back up lens was used.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints without associated lots were found. Claim# (B)(4).